Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, normal delivery and vaginal neoplasm. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vomiting, rectal bleeding, crohn's colitis, pulmonary infiltration, left lower quadrant pain, gastroesophageal reflux, constipation, chest pain, uterine bleeding and adhesion. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), 14 days before insertion of essure. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: date leave began: (B)(6) 2015. Date leave ended: (B)(6) 2015. Reason: six to eight week leave for colon surgery recovery. Date leave began: (B)(6) 2017. Date leave began: (B)(6) 2017. Reason: six weeks for hysterectomy surgery recovery'. On the left cornual 3-4 coils were visualized protruding from the os. On the right cornual 2-3 coils were visualized protruding from the os. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: stomach: there was an a few a small area of erosion in the antrum. Two cold forceps biopsies were taken. The specimens (jar 1) were collected for pathology.; on (B)(6) 2014: 1. The colon is mildly distended with stool until the mid-sigmoid colon when it decreases in caliber abruptly, suggestive of at least a low grade partial obstruction (series two, image 108). The caliber of the colon appears grossly similar as compared to the prior study. Again, findings raise suspicion for a sigmoid colon stricture. This could be further evaluated on a non-emergent basis with contrast enema. 2. Descending colon diverticulosis without diverticulitis. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Results: were normal and both tubes occluded. Impression: both uterine tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: pfs+mr received. Lot number added. New reporters, concomitant and historical conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, hair loss, abdominal pain, abnormal bleeding (general)" were added. Outcome of events " all symptoms" were resolved. Reporter information, lab data were added. Patient aka name was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 37-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, normal delivery and vaginal neoplasm. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vomiting, rectal bleeding, crohn's colitis, pulmonary infiltration, left lower quadrant pain, gastroesophageal reflux, constipation, chest pain, uterine bleeding and adhesion. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), 14 days before insertion of essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: date leave began: (B)(6) 2015. Date leave ended: (B)(6) 2015. Reason: six to eight week leave for colon surgery recovery date leave began: (B)(6) 2017. Date leave began: (B)(6) 2017. Reason: six weeks for hysterectomy surgery recovery' on the left cornual 3-4 coils were visualized protruding from the os. On the right cornual 2-3 coils were visualized protruding from the os. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: stomach: there was an a few a small area of erosion in the antrum. Two cold forceps biopsies were taken. The specimens (jar 1) were collected for pathology.; on (B)(6) 2014: 1. The colon is mildly distended with stool until the mid-sigmoid colon when it decreases in caliber abruptly, suggestive of at least a low grade partial obstruction (series two, image 108). The caliber of the colon appears grossly similar as compared to the prior study. Again, findings raise suspicion for a sigmoid colon stricture. This could be further evaluated on a non-emergent basis with contrast enema. 2. Descending colon diverticulosis without diverticulitis. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Results: were normal and both tubes occluded. Impression: both uterine tubes are occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.